Event description:
During the index procedure, the patient had one endeavor sprint drug eluting stent implanted in the r-pda. Approximately one week later, the patient had one endeavor sprint drug eluting stent implanted in the lad. Approximately 33.5 months post index procedure, the patient suffered a cva/stroke and was hospitalised. The investigator assessed that the event was not related to the study device.

Manufacturer narrative:
Evaluation results: inherent risk of procedure ¿ (cva/stroke). Evaluation conclusions: inherent risk of procedure ¿ (cva/stroke). (B)(4).